Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, lot# n170500003, implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver dilaudid and fentanyl. The indication for use was non-malignant pain and rsd/causalgia, complex regional pain syndrome. It was reported that the patient was in a car accident on (B)(6) 2015 and they had the pump replaced on (B)(6) 2015. The pump had to be replaced after the car accident they were getting all different warnings but could not clarify what the warnings were. It was reported that before the car accident everything was working great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.